Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was an intermittent issue and was able to unlock the smart remote manager. The field service engineer reseated all connections on the controller boards and medcart cable on the smart remote manager and restarted the machine and there are no additional problems. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had 4b - fridge lock keeps failing. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.